Manufacturer narrative:
(B)(4). A device history record review could not be performed as no kit or lot number were provided by the customer. Therefore, a review of sales history data could not be performed to obtain a lot number. All arrow kit ifus provide a catheter removal advisory that warn the end user to "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was provided for analysis. The device history records were not reviewed as no kit or lot number were provided by the customer and therefore, no sales history records could be found from this customer for this product. Therefore, the potential cause of the catheter breaking could not be determined based upon the information provided other remarks: and without the sample.

Event description:
Per medwatch report: during removal of the epidural catheter, resistance was felt and approximately 3 inches of the catheter broke off. This was retained within the epidural space. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Per medwatch report: during removal of the epidural catheter, resistance was felt and approximately 3 inches of the catheter broke off. This was retained within the epidural space. The patient's condition is unknown at this time.